Event description:
Normal pressure at 35; pump pressure indicated at 270. Left knee immediately expanded, pump disconnected. Case terminated. Knee wrapped with ace bandage and ice. Pulses checked with dappler. Pedal and femoral all okay. Pt discharged the same day, no problems reported.